Event description:
Nurse used syringe to flush catheter and it sucked air, the nurse knew it was cracked. After insertion of the new introducer, the bleeding stopped. The pt lost approx 100ml of blood. The physician wants the introducer examined as soon as possible by the co to determine if this incident is an isolated occurrence or if a lot problem exists. If the incident cannot be confirmed as isolated the physician feels a recall shoulder be initiated.